Event description:
In article titled "similar outcomes seen with vertebroplasty vs. Kyphoplasty for osteoporotic vertebral compression fractures," a study of 142 patients who were treated for a total of 185 osteoporotic vertebral fractures of the thoracic or lumbar spine from january 2004 to december 2009 was investigated. 22 patients with 29 fractures were lost to follow-up. Of the remaining patients, 64% were receiving percutaneous kyphoplasty and 36% receiving vertebroplasty for treatment. The following was reported: leakage rate was 12% for kyphoplasty and 32% for vertebroplasty. Author indicated that "most of the leakage" was clinically asymptomatic and both procedures displayed a low rate of serious complications. Both groups demonstrated new fracture rates of approximately 15% in the following 6 months. No further information was reported. Note: it is unknown if bone cement used was kyphon hv-r bone cement.

Manufacturer narrative:
Age at time of event: patients aged (B)(6). Date of event: unknown. Report source: article titled "similar outcomes seen with vertebroplasty vs. Kyphoplasty for osteoporotic vertebral compression fractures", by nikolopoulos dd, sergides n, safos g. Eval method: folllow-up with author.